Event description:
The patient used the suspect device to check blood glucose and obtained a result of 435 mg/dl. Patient has been sick so patient called doctor. Patient was instructed to go to the hospital. Patient then passed out. Emt's were called and they tested patient's blood glucose at 260 mg/dl. Patient was transported to the hospital and treated for hyperglycemia. Patient also received kidney tests, cat scan, chest x-ray, and patient's meds were changed. Patient did not use glucose controls on patient's system. The suspect device was replaced with new product and then authorized for return to the manufactuer for evaluation.